Manufacturer narrative:
Per tandem user guide: replace the cartridge every 48 hours if using humalog®; every 72 hours if using novolog® no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence. Customer was able to fill the cartridge with insulin using the existing needle and cartridge. Customer¿s blood glucose (bg) was 400 mg/dl. In addition, it was reported that the customer experienced an elevated bg of "high," exact value was not provided. Customer delivered a correction bolus to address high bg. Reportedly, the customer was using the cartridge beyond labeling. Tandem technical support educate customer on cartridge labeling.